Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-102676.

Event description:
A surgeon reported that during surgery, a few weeks ago, the system switched from air to fluid on its own. The system was immediately toggled back to air infusion. The case was completed without patient harm.

Manufacturer narrative:
The company representative tested the system and the system message was confirmed. However the event could not be replicated and no problem was found with the system. As a preventative measure, the pneumatics module was replaced. The system was manufactured on july 27, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).